Manufacturer narrative:
Follow-up # 1 date of submission 02/17/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a review of the pump¿s black box history showed no unusual fluctuations in voltage. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The rewind, load, and prime steps were performed successfully. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of loose components or moisture contamination was found inside the pump. The temperature issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was noted that there was no damage to the pump case and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.